Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention.